Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the coronary artery. A 4.00 x 24 synergy ii drug eluting stent was advanced, however when the physician inflated the balloon, the stent was no longer in between the markers. The stent had become dislodged on the shaft. The device was removed completely from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 16 mm stent delivery system (sds) was returned for analysis. The stent was returned separated from the sds. As the stent was too damaged to measure, a review of the manufacturing crimp od for this device reviewed. The ID (inner diameter) of a protector returned with the device was measured and was within specification, confirming no issue with the protector and crimped stent. An analysis of the balloon showed that there was evidence of inflation media inside. The balloon wings were relaxed and appeared to have a vacuum pulled. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the coronary artery. A 4.00 x 24 synergy ii drug eluting stent was advanced, however when the physician inflated the balloon, the stent was no longer in between the markers. The stent had become dislodged on the shaft. The device was removed completely from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.